Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 48 mg/dl was recorded by continuous glucose monitor (cgm) at 10:30 pm. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User made bolus requests by entering grams of carbohydrates without entering current bg. There were no erratic basal rate adjustments. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 40 mg/dl range and customer was given sugar to address bg. Customer also suspended insulin delivery to address the issue. Customer did not know cause of low bg. As low bg was resolved at the time of the report, recommendation was made for customer to discuss event with a healthcare provider.